Event description:
The physician was advancing the balloon through the sheath that was already in the patient's right femoral artery. While advancing, the shaft buckled and bent. The physician stopped and removed the balloon off the wire. There was no adverse reaction to the patient. Complications: none. Impression: successful right common carotid artery stenting with restoration of carotid artery caliber.